Event description:
Implant didn't achieve osseointegration, diabetes mellitus, inadequate bone quality/quantity, infection, swelling, inflammation. Previous site of implant failure. Poor bone quality. Not healthy patient.